Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call display was unreadable. Customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.